Event description:
It was reported that the wake button was not working. Additionally, it was reported that occlusion alarms occurred. A system check was performed, and the occlusion was found to be within the cartridge. There was no adverse impact to the customer's blood glucose level. Customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.